Event description:
Event description guidant received information that the patient implanted with this pacemaker expired secondary to a suspected pulmonary embolism. The physician who was present stated that he did not see pacing spikes on the surface EKG monitor. The device was successfully interrogated in the morgue, and no abnormalities were observed. Impedance and daily measurements were within normal limits. The data was saved to a disk, which was returned for analysis along with the printouts from the interrogation.